Event description:
It was reported that during a da vinci-assisted surgical procedure, 30-degree endoscope plus showed the wrong horizon. The movement of the universal surgical manipulator's (usm) were affected which cause them to go the wrong way. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that they were not sure if the image was inverted, but the instruments moved the wrong way as if the image was inverted. The event did involve reverse control on the system arms. The procedure was completed with another endoscope.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a the 30-degree endoscope plus to perform failure analysis. The 30-degree endoscope plus was found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found the advance endoscope adapter (aea) bearing contributed to friction. The complaint was confirmed by failure analysis.